Event description:
The facility called to report that during an open shoulder procedure, the distal tip of the inserter broke off into the anchor and remains therein, both captured in the bone hole. The procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.